Event description:
Customer reported that a pt developed a seroma following hernia repair with mesh implant. The seroma was aspirated. No further details were provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.